Manufacturer narrative:
The device was returned and evaluated for the complaint of keypad not responding when selecting post op mode. During eval on (B)(4) 2013 fluid ingress was found. Electronic components were damaged and replaced due to the ingress. The fluid ingress also cause these components to have evidence of being burnt. The components replaced were: the power supply, controller board, top deck distribution board, and centrifuge. The machine was upgraded per the current fluid remediation. Haemonetics (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2013 to report an orthopat device with the description of "keypad not responding when selecting post op mode." No pt/operator injury reported.